Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a magellan blood collection device. The customer reports "when the bd vaccutainer tube was attached to the blood collector it, sucked the needle out of the patients arm and into the vaccutainer tube." On 10/30/2006 additional information was received through the sample evaluation. The investigation revealed that the needle detached from the hub making this a reportable event.

Manufacturer narrative:
The customer reports "when the bd vaccutainer tube was attached to the blood collector, it sucked the needle out of the patients arm and into the vaccutainer tube." A sample was received and reviewed. The hub where the needle is attached by epoxy was malformed. It appears that the resulting epoxy adherence was not adequate to keep the cannula in place. From the device history record for the barrel component, there were no rejections. Visual inspection on 4,517 pieces and physical testing on 1,342 pieces was performed. No defects were noted. A review of our customer complaints shows that there have been no other complaints for this product code and defect type. However, in order to address this issue, this complaint will be communicated to the production department for additional investigation and/or corrective actions, as deemed necessary. This complaint will also be recorded for tracking and trending purposes.